Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the mfg records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was under draining and so the shunt was revised. During the revision surgery it was noted by the physician that the peritoneal catheter showed little flow. While the neurosurgeon prepared a new shunt, the general surgeon pumped the reservoir of the valve down, upon which flow became robust. The neurosurgeon stated that he felt that the pt may have had compliance issues with the ventricle.